Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump was exposed to an MRI for four to six minutes. Insulin pump received a motor position encoder error alarm. It was reported that drive support cap appeared normal. Customer's blood glucose was 294 mg/dl. Alarm history showed a motor error alarm, no delivery alarm, and some low reservoir alarms. Insulin pump would need to be replaced.

Manufacturer narrative:
The pump failed the displacement test, followed by a motor error alarm during the rewind and motor position encoder error alarms were noted in the alarm history file due to an out of phase motor encoder signal. Unable to perform the functional testing, including the unexpected restart, basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the motor error alarms. The pump was received with a cracked case at the display window corners and minor scratches on the lcd window.